Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-33, lot # v240730, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that the patient experienced cystitis. A cystoscopy was performed on (B)(6) 2013 and revealed mucosal inflammation. The patient was prescribed macrobid 100mg from (B)(6) 2013. The patient had recurrent urinary tract infections (utis), hematuria, low back pain, and increased urgency and frequency. The event was currently ongoing.